Event description:
IV pole for feeding delivered from (B) (4). Sharp edges at wheel attachments. Pt is a diabetic and cannot afford to lose feet due to an injury from IV pole. Very dangerous. IV pole was changed out by (B) (4).